Manufacturer narrative:
The investigation for vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 component code added 925

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support as escalation of care from an intra-aortic balloon pump. During support, the patient experienced arrhythmia issues. The patient went into ventricular tachycardia and ventricular fibrillation arrest. Cardiopulmonary resuscitation was performed. The echocardiogram confirmed the placement of the impella. The family decided following a meeting with the physician to withdraw care. Upon review by abiomed's medical safety officer, there is not enough information to associate the use of the device with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.